Manufacturer narrative:
(B)(4). Batch #u5a06e. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic pancreatic surgery, the device wouldn't fire on the first firing. Changed to a new reload and after firing, could not open the jaw. Repeated many times to open the jaw (followed up IFU), and finally, opened the jaw successfully. Noted that some staples formed with irregular shapes. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2020. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage, with two reloads, and cartridges not loaded on the device. The gst60w cartridge (b) was received unfired. The ecr60b cartridge (c) was received fully fired. The device was tested for functionality in the articulated position with the returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed, as no malformed staples were observed and the device opened and closed without any difficulties noted.